Manufacturer narrative:
Additional information: on (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/4/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contraction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent a breast reconstruction revision with a mentor cpx 4 breast tissue expander with suture tabs 450cc and experienced baker grade iii capsular contraction on the left side post-operational. The patient underwent device removal and replacement with a mentor cpx 4 breast tissue expander with suture tabs 450cc, catalog number: 3549213, lot number: 7679003 on (B)(6) 2019.